Event description:
Pt states she is receiving an "error 1836" on her cadd legacy pump. Pt did not stop therapy and used back up pump. Serial number for pump is (B)(4). Pt was not harmed. Pump will be returned. Return box sent to pt. New pump sent to pt. No other info known. Dose or amount: remodulin 40nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.